Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement. Additionally, the IFU states: angiographic images are recommended pre-treatment to evaluate the length and tortuosity of abdominal aorta, iliac and common femoral arteries. Angiographic images are recommended during the treatment procedure both pre and post-deployment to evaluate device placement and orientation. Confirm final device position.

Event description:
On (B)(6) 2013, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on the follow up computed tomography angiography, it was found the ipsilateral leg of the gore® excluder® aaa endoprosthesis featuring c3® delivery system (rmt261214/10676894) was implanted not far enough into the right common iliac artery. Reportedly, there was nothing about the patient's anatomy or comorbidities that caused or contributed to the event. The patient has experienced no problems. On (B)(6) 2016, the patient underwent the reintervention and a plc201000/12571293 was deployed to extend the trunk ipsilateral leg component to the iliac bifurcation. The patient tolerated the procedure.